Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 204 mg/dl. Customer reported that they did not received low battery alert prior to replace battery alert. Customer stated that new battery did not resolve the issue. Customer stated that battery cap was not loose, cracked or damaged. Customer also stated that display of insulin pump was frozen. Customer also stated that all buttons of insulin pump was responding but customer was unable to clear out alarm. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. No frozen screen anomaly noted during testing. No battery or power anomalies noted during testing or in power graph, however unit received with corroded battery tube.